Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the customer was performing diagnostic coronary procedure for the patient. The procedure was completed with a delay (<20 minutes). The philips remote service engineer (rse) inspected the device remotely and confirmed that the hard drive was full and it is quese without an exam. Review of the system log file showed malfunctioning of frontal ip-pc. The rse rebuilt the database. The image processing pc (ippc) was replaced and hard disk was formatted by fse in previous case (0120981198). After replacement of ippc and rebuilt of database the device resumed normal operation as per its specification. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that a message appeared that the allura hard drive was full. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.